Manufacturer narrative:
(B)(4). Device evaluation summary: the pump analysis result was ¿no anomaly found¿.

Event description:
During the pump implant procedure, the scrub tech was only able to remove 15cc of fluid from the new pump. The cause of the issue was not determined. The pump was not implanted.